Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies to address the occlusion alarms. Customer also reported using their supplies for three days. Tandem customer technical support informed customer that is off-label per the user guide. Customer reported blood glucose level was in the 90 mg/dl range.